Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that they were checked, ,the lead placement was good, and the healthcare professional (hcp) referred the patient to a tech (possibly a manufacturer representative). The tech recommended a new charger. According to the patient, positioning it did not see to make any difference, it would just quit, and at times would not start. The patient got a new charger, it still take 2 hours to charge. It lasts about 6 -7 days per charge. According to the patient, it still quits sometimes towards the end of the charge circle, but currently, it is consistent otherwise, and it restarts fine. The patient noted as long as the issues don't get worse, it is okay and will advise if any problem. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, crts (B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the implant has been erratic and shutting on and off on its own. The patient mentioned, sometimes there is only stimulation on one side and sometimes not the other. Also, it takes forever to charge the implant. When the patient first got the implant, it took about half an hour to charge in which it will last for 2 weeks, but now it takes 2 - 2.5 hours to charge and he has to charge every 6 days. It was reported that the patient had the healthcare professional (hcp) check the leads and everything looked in place. The patient will be meeting with a manufacturer representative (rep) on thursday from the day of the report to check the implant. The rep wants the patient to have a new recharger for the appointment. The patient also stated that it has been getting worse. There was an indication that the implantable neurostimulator recharger (insr) antenna was damaged. There were no further complications or anticipations reported with this event.